Manufacturer narrative:
Product implicated is a 4 french catheter. Returned for evaluation is the catheter, which is in two pieces. The proximal section (hub only) measures 4.5cm and the distal section (tubing inly) measures 43cm. Lot history review indicates no related component or manufacturing issues and no product complaints of similar nature. The catheter separated just inside the hub-tubing joint. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the tubing is severely elongated and appears necked down adjacent to the break site. There is adhesive residue on the catheter tubing adjacent to the break site. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter di break. This complaint should be recorded as userrelated since the catheter was pulled apart.

Event description:
The catheter had been in for 50 days when it broke at the reinforced tubing. Removed & replaced.